Manufacturer narrative:
Reference manufacturer report: 1221359-2021-00611. Testing was performed at abbott diagnostics (B)(4) , inc. On retained kit lot 1013538 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1013538, test base part number 190-430 / lot 1013538. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1013538 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates. This MFR. Report addresses patient 1 of 2. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasopharyngeal direct tested swab. It is unknown if repeat testing was performed. Confirmation testing was performed on (B)(6) 2021 at two different locations with nasopharyngeal and throat swabs. The first confirmation test performed with allplex, seegene pcr platform generated negative results; CT values not provided. The second confirmation test using an unknown pcr platform also generated negative results; CT values not provided. The customer stated the patient had previous covid-19 infection in (B)(6) 2020. The patient's planned surgical procedure was cancelled due to the test results and caused the patient, patient's family, and medical staff to panic. The customer reported the delay did not cause patient harm and the surgery was completed later that day. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Based on medical opinion, it was determined this event is reportable per (B)(4) to the potential of indirect harm, including serious injury to the patient, as a result of the surgery being cancelled due to the physician's false positive test result.